Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained utilizing the contralateral side. The target lesion was located in the popliteal artery. A 7fr x 45cm non bsc sheath and 6fr non bsc guide catheter used. As the 3.00mm x 30mm emerge balloon catheter was advanced over the .014 non bsc guide wire, the shaft of the catheter broke off 40cm from the hub. The device was removed and nothing was left inside the patient's body. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with an emerge shelf box and inner packaging pouch. The batch number on the packaging and device matched the reported batch. There was blood on the balloon. The balloon was loosely folded. There were multiple hypotube kinks. The hypotube was completely separated 57cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states:"the emerge over-the-wire and emerge monorail ptca dilatation catheters (balloon models 1.50-4.00 mm) are indicated for the balloon catheter dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion" whereas the device was reportedly used in a peripheral vessel (popliteal). (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained utilizing the contralateral side. The target lesion was located in the popliteal artery. A 7fr x 45cm non bsc sheath and 6fr non bsc guide catheter used. As the 3.00mm x 30mm emerge¿ balloon catheter was advanced over the .014 non bsc guide wire, the shaft of the catheter broke off 40cm from the hub. The device was removed and nothing was left inside the patient's body. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.